Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. The issue occurred at the first batch attempt. The stapler could not be opened for a few seconds after being triggered. Stapler could not be opened; no tissue had been caught. There was only tissue between the clasp jaws. After several attempts by the surgeon, the branches suddenly reopened. No extra tissue has been removed. After several attempts, the jaws have come loose. There were no bleeding and no replacement needed. Stapling issue did lead to mis-formed or incorrectly shaped staples.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler instrument would not open after stapling. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.